Manufacturer narrative:
This complaint was initially received and evaluated for reportability on 11/01/2017 and was determined to be not reportable to the FDA. Customer called with additional information on 01/25/2018 letting us know that leakage had occured, now making this a reportable event. The date used for this report is 01/25/2018 when we received the new information. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is not available for evaluation. However, a no sample investigation will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd interlink¿ blunt plastic cannula(s) leaked near the hub during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Root cause is undetermined. Based on the above, no additional corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.